Event description:
A dialysis nurse reported that a pt went into respiratory arrest during a chronic continuous peritoneal dialysis treatment in the hosp. The dialysis nurse set up the cycler and the family requested to be instructed on how to bypass and troubleshoot alarms. The cycler data sheet indicates that the pt did not drain all the solution in drain 0, was filled again with 2,410 ml. Of solution in fill 1 and therefore had a large drain volume (4,900 ml) in drain 1. The nurse believes that the pt or family may have bypassed drain 0 and advanced to fill 1. The cause of the respiratory arrest could not be determined.